Event description:
A consumer reported he has flare problems with lights at night in both eyes (ou) following intraocular lens (iol) implant surgery. The principal flare extends to more than half the field of view. This is one of two reports being filed for this consumer.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other complaints in the lot. Additional information was requested on 01/29/2008 and 02/11/2008 by phone and on 01/30/2008 by fax and by mail.